Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic stomach relocation procedure, after loading the device, the surgeon clamp the jaws on the tissue and attempted the firing however, the device was unable to be fired. To resolve the issue new reload was used from the same type and same lot number and the device was able to fired without any problem. There was no patient injury.